Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the excessively high output was unable to be identified as the event was unable to be reproduced during the device evalution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the output problem could not be reproduced. Evaluation did find the power switch failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the electrosurgical unit had too much burning when using loop electrodes. The customer indicated that the measurement could not be performed normally when checking the pure cut output. When the output setting was up to 270w, it was measurable and within the specified value. Settings above 280w was within measurement conditions but could not be measured. The customer was able to sometimes measure the output for a moment, but then the value was outside the specified range. 280w was used more commonly at the facility. The issue was found during a therapeutic transurethral resection (tur) procedure, which was completed without delay with the device. There were no reports of patient harm.